Event description:
On (B)(6) 2024, a customer reported to hologic that they received a positive sars result for their negative external quality control (eqc) in worklist 004183-20241030-06 run with aptima sars-cov-2 assay master lot 898175 on the panther instrument. Due to this discrepant eqc result, the customer questioned the positive results in worklist 004183-20241030-06 and decided to withhold reporting these out. The negative results in worklist 004147-20241031-346 were reported out. The customer then retested the positive samples on another panther instrument. All retested positive samples resulted as positive and were reported out as positive, except sample ID (B)(6), which repeated as negative and was reported out as negative. No patient treatment information was provided by the customer. Hologic has not learned of any adverse patient outcomes due to this event.

Manufacturer narrative:
Hologic technical support (ts) reviewed worklist 004147-20241031-346 and noted no hardware, software, or kit-related issues. Ts noted the samples were either low target or mishandled. As part of eua agreement, FDA requires all aptima sars-cov-2 assay questioning results and false results (confirmed or not) complaints to be reported as malfunction MDR.